Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. Investigation summary: bd received one photo for investigation. The evaluation of the photo showed air bubbles in the gel and foreign matter in the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin (lh) 56 units blood collection tubes, foreign matter was found in 290 tubes and air bubbles in gel was found in 1248 tubes. No adverse impact was reported regarding the patient or user.